Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to improper diet. The patient was treated with unspecified intraperitoneal cephalosporins. Pd therapy was ongoing. Hospitalization and patient outcome were not reported. The reporter declined to provide additional information.